Event description:
It was reported that the threshold on the atrial lead had increased, there was no capture, and the sensing was poor. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.